Manufacturer narrative:
On 27 june 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the parts were analyzed. The coating of the cup was little absorbed, some fibrotic tissue was present on the cup and some tissue was also noticed inside the macrostructures. The liner was broken due to the extraction from the cup, showing also different holes, probably due to more tentatives to remove the liner with a screw. The femoral ball head had some signs on the rim and a big sign on the surface, while some blood signs were present inside the tapered hole. From the received pieces it was not possible to determine the route cause of the event.

Manufacturer narrative:
Additional information received on 11 may 2017 and includes: cup perforation, the surgeon changed from a ø 52 cup to a ø 54 and made a bone graft. Additional information received on 11 may 2017 and includes: the acetabulum has been perforated after primary surgery. No patient trauma associated to this event. On 18 may 2017 the medical affairs performed a clinical evaluation and commented as follows: partial revision surgery occurred 3 months after primary implantation in a (B)(6) year old woman. The radiographic image provided shows migration and tilting of the acetabular cup, presuming that the postoperative position (not available) had been different. Apparently the cup did not achieve sufficient primary stability, possibly because of reduced bone density that may be related to the age of the patient. Batch review performed on 07 june 2017. Lot 165698: (B)(4) items manufactured and released on 07 december 2016. Expiration date: 2021-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
Revision surgery due to perforation of the cup, soft acetabular bone. The surgeon stated that patient's bone was soft and bone graft was needed.